Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The distributor recommended replacement of the ventilator interface board. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that flow sensor calibration was not passing. There was no report of patient involvement.